Manufacturer narrative:
Method: a review of the manufacturing records for the device has been conducted. Results: a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Conclusions: endoleak. The gore excluder aaa endoprosthesis instructions for use (IFU), states: adverse events that may occur and /or require intervention include but are not limited to; endoleak.

Event description:
On (B)(6) 2008, the patient underwent treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis. The patient tolerated the procedure. On (B)(6) 2010, the patient underwent treatment for a distal type ii endoleak of the trunk ipsilateral leg component. An additional contralateral leg component was implanted to extend, and further seal the ipsilateral leg component. The endoleak was resolved. There was no enlargement of the aneurysm. The patient tolerated the procedure.